Event description:
Reported an infusion pump with "failure 570:320". It was not known if this failure occurred while infusion on a pt. The facility rep stated that no pt injury was reported on this pump since the last baxter service event.